Event description:
During a percutaneous coronary, the physician positioned the palmaz genesis amiia (pg1860pmv) to the orifice of the kidney artery, however, the stent could not be released. This was the initial use of the device. There were no potential adverse consequences to the pt. Another device was used to complete the procedure.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Add'l info will be provided within 30 days of receipt.